Event description:
It was reported a patient presented with a 50 to 99% stenosis of the right femoral artery (rfa) two days post heart catheterization procedure. An ultrasound confirmed the vessel occlusion. Four days later, the patient underwent a patch angioplasty in surgery. The angio-seal device was removed. The patient was discharged the following day. The patient was reported to be recovering.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the vessel occlusion could not be conclusively determined. The angio-seal instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.